Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that during testing an 840 ventilator was inoperable. There was no patient involved at the time of the reported incident. Covidien/medtronic was not authorized to evaluate/repair the device as the product is not in covidien/ medtronic control. The repair was completed at a non- covidien/ medtronic location, the service provider inspected the device and checked the connections. The ventilator passed testing and was found to be in working condition. The reported complaint could not be confirmed without the product return. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.